Manufacturer narrative:
. The actual device is not available for return; therefore, an evaluation of the device could not be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that the locator/insertion sheath assembly could not be inserted into the artery. The transition area, where the diameter of the sheath and locator differed, did not enter the vessel. The device was not used. Exoseal (cordis) was used to continue the procedure. Hemostasis was successfully achieved using exoseal. The type of procedure performed was hemostasis. Estimated blood loss was less than 250 cubic centimeters. The reported event did not result in patient injury and did not require medical or surgical intervention. The procedure performed prior to device deployment was permanent pacemaker implantation. A pre-deployment angiogram was performed. The size of the ancillary sheath used was six french. The puncture site was located proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was six millimeters. Mild calcification was observed in the vessel around the puncture site.